Event description:
The customer reported via phone call that the insulin pump had scrolling numbers without input by the user and alarmed button error. The customer observed the scrolling numbers, removed and reinserted the battery, leading up to the alarm. The customer did not know the blood glucose reading. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with a button error alarm and had intermittent buttons due to a flattened (creased) button dome switch. No unexpected numbers ramping/scrolling were noted during testing. The unit was also received with a minor scratched liquid crystal display window, cracked case at the display window corners, cracked battery tube threads, and cracked reservoir tube lip.